Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with another coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 9mm longitudinal tear starting at the proximal balloon weld. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with another coyote¿ balloon catheter. No patient complications nor injuries were reported.